Event description:
It was reported that during a device change out, externalized conductors were seen under fluoroscopy. A slight increase in threshold was also noted. The lead was capped and replaced. Patient condition is fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.